Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer uploaded the incorrect pump for tandem technical support to perform a log review. There was no adverse impact to customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain the correct pump upload so a log review could be performed; however, no response was received.